Event description:
Fell face first, injured nose, lips, gums, wrists and hands, at the sudden fracture of a quad cane. The cane was used less than one year, which has a three year warranty and a 5 year service life. The cane has a weight limitation of 250 lb, which is (B)(6) lb greater than the user. The fracture occurred eight inches from the bottom of the handle piece. This is a two piece quad cane. Wear was seen inside the handle section and in the height adjustment hole that confirmed the height and use throughout the period in use. Also, observed the fracture occurred near the top of leg section, on the handle section at an adjustment hole. The results of the failure analysis revealed a very serious danger due to the likelihood of the user falling and causing injury.